Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lower anterior resection - "firstly clip formed perfectly. Devise spit the next 4 clips out. (Surgeon pulled the handle each time until an audible click was heard). The 5th clip scissored and cut the artery." Patient status - "normal recovering after surgery. "

Manufacturer narrative:
Correction: implant date updated. Although the event unit was returned, it was not evaluated as the devices had already been recalled and the results of the investigation would not affect the correction or corrective action taken on the product. Applied medical issued a voluntary class ii recall on the ca090 direct drive® clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.